Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016 under general anesthesia. According to the complainant, the patient was noted to have a soft cervix. At six and a half minutes into the ablation phase of the procedure, a fluid loss alarm was observed and cervical leak was noticed. The procedure was aborted due to this event. It was reported that the patient sustained burn in the vagina and the posterior cul de sac, and it was treated with silvadene cream. The degree of burn was not classified. The patient was seen by the physician on (B)(6) 2016 and the patient¿s condition was reported to be ¿doing fine.¿